Event description:
It was reported via repair work order that the strut lock bar was broke which may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.